Event description:
A male underwent aaa repair in 2009. The pt's anatomical form was suitable for endovascular aaa repair, however, the vessel diameter of the contralateral limb deployment site was small. The procedure was conducted as labeled. After deployment of the contralateral limb, cannulation of the contralateral limb was attempted but the wire guide could not be advanced because the contralateral limb was not fully deployed. The ipsilateral iliac leg was deployed before the contralateral side, and the wire guide was inserted from the ipsilateral side, but it was unable to pass through the contralateral limb. Cannulation via right brachial artery approach was attempted but also failed. The physician then placed a converter and femoral-femoral bypass surgery was performed. The status of the pt is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Specific to this incident, the IFU instructs the user to verify the contralateral limb is at least 5mm above the aortic bifurcation and in the desired location for cannulation. We can advise that each stent graft is inspected for key characteristics such as the correct stents are sewn to the graft in the correct locations. Cannula alignment and gold marker placement. Struts are evenly spaced around the graft. The stents are sewn securely to the graft. In addition, the loaded system is inspected for key characteristics such as; correct orientation and collapse of graft as it is advanced into the sheath. The device remains implanted and without images of the procedure, no conclusion can be drawn at this time as to the cause of the event. However, it may be possible the distal end of the contralateral limb was not above the bifurcation or other unseen anatomical figures were keeping the leg from fully opening. The manufacturing records of the device were reviewed and found the applicable inspection points were performed. We have notified the appropriate individuals and we will continue to monitor for similar events.